Event description:
It was reported that a patient underwent a cesarean section on (B)(6) 2012 and an absorbable adhesion barrier was used on the uterus. During the procedure, hemostasis was reported to have been achieved and the device remained white in color. After closing the muscle layer, some bloody drainage was noted at the muscle layer, so floseal and gelfoam were used to achieve hemostasis. On (B)(6) 2012, the patient returned with a wound infection, with purulent drainage, fever, and some abdominal distention. An incision and drainage procedure was performed and 350ml of pus was removed. The patient was admitted for IV antibiotics and was to follow up with the general surgeon for removal of the packing. Additional information has been requested.

Manufacturer narrative:
(B)(4): infection occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional information: in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.